Manufacturer narrative:
Additional data: b5: the reporter indicated there was no patient injury or enlargement of the incision. H3: device evaluation: the lens (one haptic) was returned stuck in a cartridge. There was no visible damage to the cartridge. Corrected data: h6: patient code - 2692 to 2199. Claim # (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a cq2015a collamer three piece lens, +25.5 diopter, from the patient's eye due to the back haptic was torn off during insertion. The lens was cut out of the eye to remove. The lens was replaced with a different lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.